Event description:
Complainant alleged that the clincians were defibrillating a pt who was in cardiac arrest. The clinicians defibrillated the pt three times (joule settings unknown), but upon the administration of the third shock an arc was observed. The clinicians then applied a fresh set of pads to the pt and continued treatment. The complainant indicated that CPR was being performed throughout the code and between the defibillation shocks. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The electrode package insert, which advises the user "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility or arcing and skin burns."